Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described by the patient as ¿black mold observed at the edge of the internal nozzle of the drainage tank and the uv device was unclean, seemed to be unwashed¿ for several weeks. On an unreported date two to three days prior to the event onset date, the patient manifested pyrexia. On the day of the event, the patient also manifested cloudy effluent and was hospitalized that same day for peritonitis. Also that same day, the patient started treatment with pansporin 2gram once a day (route and duration not reported) for peritonitis. On an unreported date, the patient underwent peritoneal lavage as treatment for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. The patient was scheduled, on an unreported date, to be retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the breach in aseptic technique was further clarified as the patient had a mishandling of the peritoneal dialysis supplies. The ¿drainage tank¿ was clarified to be the effluent collection tank that is reusable with appropriate disinfection. There is no longer an issue with mold on or in the drainage tank. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.